Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15226. It was reported, the pt had a painful lump that was swollen, red and oozing fluid at the surgical lead implant site. The physician cleaned the area and referred the pt to a plastic surgeon. It is unk, if the pt consulted with a plastic surgeon. Approx two weeks later, the pt saw his physician again and indicated pain, redness and warmth at his ipg site. The physician sent the pt to the emergency room for further eval. No add'l info is available at this time.